Event description:
It was reported that the pt is being referred for generator replacement surgery due to eri = yes. It was also noted that the pt"...continues to have fairly frequent seizures. Seizures are occurring on a daily basis, although often during sleep. The most recent new phenomenon is that on several occasions, he has experienced what appeared to be a mild hemiparesis after seizure; however, this has resolved fully and is not a feature of every seizure that he has." The physician and the family hope that replacement of the generator will lead to further reduction in seizures. Attempts for further info have been unsuccessful to date.

Event description:
Analysis was completed on the returned generator. Upon analysis, the device was found to be at expected end of service. No other anomalies were noted. The patient's recent seizures were likely a result of loss of therapy due to end of service.

Event description:
It was reported that the patient underwent generator replacement surgery on (B)(6) 2011 due to end of service. The explanted product was returned to the manufacturer, but analysis is pending.